Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4), lot number 61825, expiration date 31/jan/2020. The reported events of exposure and conjunctival perforation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Healthcare professional reported a right eye eroded through the conjunctiva when physician removed ovd and filled the ac with bss during implant procedure. Physician successfully manipulated the xen with forceps back under the conj., sutured the conj. And placed glue. 1 week post op, conjunctiva wasn¿t healing so a contact lens was placed. 2 weeks post op conjunctiva still hasn't healed and the xen eroded through again; physician explanted the xen via the conjunctiva and place a contact lens to assist in healing.